Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported constant downstream occlusion alarms, which were not reproduced. Downstream occlusion alarms were confirmed through a review of the event history log. Evaluation found that the downstream sensor had elevated readings with a fluid filled set loaded and an out of specification downstream pressure plate gap. The downstream sensor and the downstream pressure plate gap were reworked to ensure proper occlusion detection.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. It was also reported there was no patient injury.